Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they believe that their right ventricular (rv) lead is "broke''. It was also reported by the patient that they had a lead issue six years ago that resulted in a lead replacement. The rv lead remain in use. No patient complications have been reported as a result of this event.